Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of her extension line. Pt was able to complete her treatment and did not have any adverse effects. Sample is not available for return. Sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.